Event description:
After placement into the patient, the valve on the sheath would not work correctly. The sheath was removed and replaced with no harm to the patient clinical site notified mfg rep directly of product defect and coordinated return of product. ====================== manufacturer response for sheath, (brand not provided) (per site reporter). ======================